Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. Attempts were made to health-care provider for additional information regarding the event (e.g. Death summary, death certificate, etc.); however, due to patient privacy regulations, no additional information could be released. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This patient also had other edwards devices implanted at the time of death; please reference the other medwatch reports filed for device serial # (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. Through follow-up with the health-care provider, a copy of the operative report (for procedure date (B)(6) 2010) was provided. According to the report, the patient had a history of paraxysmal atrial fibrillation and congestive heart failure. She also had pulmonary hypertension with a pa pressure of 70/26. Cardiac catheterization demonstrated pulmonary hypertension and severe mitral regurgitation as did the echocardiogram. She had no significant coronary artery disease. She had moderate aortic stenosis with an aortic valve gradient of 25mmhg. She was referred for aortic and mitral valve replacement, as well as possible tricuspid valve replacement. It was noted that, given the patient's frailty and advanced age, she was clearly at increased risk for surgery with an operation of this magnitude; the potential for perioperative death, hemorrhage, transfusion-related disease, stroke, multisystem organ failure, arrhythmia, infarction, infection, need for future reoperation or other unpredictable events. Also discussed was the severe calcification of the valve annulus for both the mitral and tricuspid and the potential need for the ultrasonic debridement with an associated increased risk of bleeding. Nevertheless, the patient wished to proceed and she had an aortic valve replacement (device serial #(B)(4)), mitral valve replacement (device serial #(B)(4)), and a tricuspid valve repair (device serial #(B)(4)) performed. Post-implant (intra-operative) transesophageal echocardiogram demonstrated a well seated and functioning aortic valve. There was no aortic regurgitation. The mitral valve had a trivial central valve regurgitation and approximately 1+ perivalvular regurgitation in the region of the aortic valve; it was felt that this amount was acceptable, particularly given the difficulty of the calcium remaining in that region, event after ultrasound debridement. There was only trivial tricuspid regurgitation. Lv and rv function was normal. Overall, the patient tolerated the procedure relatively well. Unfortunately, no other details were provided. The patient was transferred to another facility for post-operative care. The cause of death remains unknown. Furthermore, there have not been any allegations that the edwards devices caused or contributed to the patient's death; no product malfunction reported.